Manufacturer narrative:
Investigation evaluation: the reagent kit used by the account and the patient sample were requested but not returned for evaluation. In order to evaluate the customer complaint, an alternative investigation was performed. A calibration of the axsym digoxin ii assay was performed with the same lot of reagents followed by low, medium, and high controls. Samples with digoxin concentrations of 6 ng/ml and 8 ng/ml were tested undiluted, at 1:2 dilution, and at 1:4 dilution, to demonstrate acceptable dilution linearity. Investigation results verified the efficacy of the reagent lot and serum samples tested demonstrated acceptable dilution linearity. However, without a patient sample to evaluate, and limited patient history, it can not be determined if a potential interferent(s) is/are present in the sample that may have contributed to teh discrepant results noted by the customer. Based on the results generated through the investigation, the assay performed as expected, therefore no corrective action is required. This is the final report.

Event description:
On 02/10/1997 the account reported an erratic result for digoxin, which was run on the analyzer. A result of 3.67 ng/ml was reported and later sent to a reference lab. According to information received, the sample was tested on the a second and third devices and a result of approximately 6.8 ng/ml was obtained. The sample was than retested at the account by diluting the sample 1:2 with the a calibrator and a result of 5.6 ng/ml was obtained. The sample had been stored in the refrigerator and was run in sample cups when tested on the analyzer. Follow-up information received from the account stated the patient is now decreased; however, medical intervention was not given or delayed based on the first result.